Manufacturer narrative:
Batch review performed on 10-may-2021: lot 1910259: (B)(4) items manufactured and released on 09-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to cup mobilization 8 months after the primary surgery.